Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in the air water channel, in the auxiliary channel and in the cylinder channel. A definitive root cause could not be identified. Based on the investigation results, no problem was detected, and the findings confirm that the device met specifications and functioned as intended. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a noisy image. The issue was found during an upper endoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.